Event description:
Rptr indicated a vns wand would not interrogate a pt. Troubleshooting with the wand and other vns computers and a demonstrator vns generator did not resolve the failure to interrogate. The rptr later verified there was no problem with the pt's generator and the issue was with the vns wand. The wand was returned for analysis, and it was identified that there was an intermittent conductor in the serial data cable which produced communication errors.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.